Manufacturer narrative:
The device was received for evaluation. During functional testing, the volume was not accurate was tested for flow rate testing at rate of 125ml/hr, with vtbi of 125ml, with delivered volumes of 117.857 ml, and the error percentage rate was -5.71%, and the error percentage rate was out of the +/-5% specification range but within the +/-(5-10)% range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be worn pressure plates. The pressure plates requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump volume was not accurate during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.